Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. During device preparation, leakage was observed from the hemostasis valve when flushing the side port of the sheath. The sheath was replaced, and the procedure was completed successfully with another faradrive device. No patient complications occurred, and the patient remained stable following the procedure.